Manufacturer narrative:
Additional information received that the broken part has been removed from the patient's mouth. No injury and no further treatment required. The device has been discarded and cannot be returned. This is a follow up report for this additional information. Investigation DHR check was performed and did not reveal any quality relevant issues. No fault found. Production vdw batch # 451047 meets specifications. Root causes therefore could not be identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that c-pilot files cc+ sterile file broke during use. The outcome of this event is unknown as of this MDR. Further information requested.